Event description:
It was reported an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted (B)(6) 2024. The patient presented for an emergent follow up with a low-grade fever, rash, and elevated eosinophils. The physician suspected that the patient may have had an allergic reaction. It was unknown what the allergic reaction was to as the patient did not have an allergy testing performed prior to the procedure. Patient status the patient has fully recovered and was discharged from the hospital.